Event description:
For 8 hours a customer reported experiencing bgs ranging from 300 to 400 mg/dl. The pod was worn for more than 48 hours. Upon removing the pod he noticed the "adhesive patch was damp with insulin and the cannula was kinked and broken with insulin coming out of cannula at kink." No product was returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine any malfunction that may have caused or contributed to the customer's high bgs. A kinked cannula would likely impede insulin delivery and may lead to hyperglycemia, however, we cannot confirm this conclusion since the device was not returned for investigation. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide further instructs that if blood glucose remains high after a total of 4 hours to replace the pod using a new vial of insulin. Product lot qualification records were reviewed and found to have met all acceptance criteria.